Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was connected to the header of the cardiac resynchronization therapy defibrillator (crt-d) and high rv pacing impedance was observed, along with high rv defibrillation impedance and no superior vena cava (svc) defibrillation impedance measurement observed. The lead and crt-d were unplugged multiple times and plugged back in with the same results, however, normal impedance values were noted through the lead analyzer. The rv lead and crt-d were connected again and high impedance values were still observed. The crt-d was replaced and connected to the lead with normal numbers. The crt-d was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed, analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.